Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no capas that were confirmed in veeva to be associated. A non-conformity was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the adjustable dynamic side of suture and mesh broke when the surgeon was trying to adjust the tension of the sling for final placement. The device was replaced successfully.